Manufacturer narrative:
(B)(4). Correction: patient not hospitalized for the event of peritonitis. Correction: omit one dianeal low calcium ultrabag (duplicated on initial) and replace with extraneal viaflex. Additional information was received by baxter global pharmacovigilance and is a report from a nurse as follows. On an unreported date, the patient began treatment with dianeal pd4 ambuflex 2.5l, 4 exchanges daily and extraneal viaflex 2l once daily (lot numbers not reported) ip (intraperitoneally) for peritoneal dialysis (pd) therapy. On an unreported date, there was a break in aseptic technique, further described as dirty hands, which caused peritonitis. On (B)(6) 2012, the patient experienced peritonitis manifested by pus like substance blocking the line not allowing it to drain. On (B)(6) 2012, the patient was treated with vancomycin 1.5gm (frequency not reported) ip (intraperitoneally) and gentamicin 160mg (frequency not reported) ip for peritonitis and the pus. The nurse clarified that the patient was not hospitalized for the events of peritonitis and pus (further details not provided). On an unreported date, the caregiver was retrained on aseptic technique and other family members were trained to perform the pd therapy. The nurse reported the patient has recovered from the event of peritonitis (date unspecified). Per the nurse the cause of the peritonitis was doing the therapy wrong with dirty hands and confirmed the cause was not related to a baxter solution or device.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient described as dirty hands used in setup. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report by a consumer and a nurse from the USA of doing therapy wrong and peritonitis in a home patient (hp) coincident with dianeal low calcium, dianeal low calcium ultrabag and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 (1.5% glucose), dianeal pd4 (1.5% glucose) ultrabag and extraneal viaflex (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal and extraneal therapy was reported to be ongoing. During a follow up call by baxter product surveillance (ps) to the home patient (hp) regarding an unrelated alarm which occurred on the homechoice during peritoneal dialysis (pd) therapy, the hp reported she had an infection. The hp did not know what kind of infection she had. Baxter ps followed up with the hp's peritoneal dialysis nurse (pdn) regarding the report of infection. The nurse confirmed the hp had peritonitis. The pdn stated, the hp's husband had left to go to his native country (date unreported) and left the hp to do the pd therapy on her own. The nurse stated that the hp had not been trained to administer the pd therapy and therefore, was mostly likely not doing it correctly, which the nurse stated could have lead to the peritonitis. The nurse also reported that on an unreported date, the patient was hospitalized. It was not reported if treatment was rendered. It was not reported if the patient was subsequently trained in administering the pd therapy. The outcome of the peritonitis event was not reported. Concomitant therapy was not reported. In the nurse's opinion, the cause of the peritonitis was due to the patient not performing the therapy correctly. The nurse stated the cause of the peritonitis was not related to a baxter device or solution.